Event description:
I had a knee replacement. After the doctor cut off the ends of my bones, he opened the smith and nephew knee pack, size 2 and it was missing a piece. I ended up on anesthesia for 6 hours until they could find the part. I had a seizure in recovery. Didn't walk for 24 hours. You are supposed to walk with an hour after surgery. I had to have two additional surgeries. There are 4 knee kits listed on my surgical report. The mua caused a tear in my cartilage in my hip. It still hasn't healed. I still can't walk without my knee being in severe pain. I went to physical therapy until I spent 3000 dollars. Patient code: 1994; 4406; 4833; 1924. Device code: 2306. Reference report# mw5182503, mw5182504, mw5182506.